Event description:
The button was placed on the scope, in the usual fashion, and when the physician pushed the spring-loaded button, it broke apart in pieces. The staff reported several other instances, however it was not brought to management's attention until recently. The staff have determined, based on product packaging, the button was contained within the via procedure kit (#00719709). The department stocks additional buttons, however they come two (blue and red) to a package where this package contains only one (blue) button. The kit is wrapped which prevents visual inspection of its contents, so there is no way to determine which kits have this particular lot number. The staff have been asked to retain the outer package wrap as well to track kit lot numbers too.